Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found the unit to be operating according to specification. No repairs were made, and the unit was returned to service. The employee subject of the reported event was not wearing the proper ppe, specifically gloves, while handling the packs. The v-pro max 2 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, the v-pro max 2 sterilizer operator manual states (a-1), "a. Dry all items thoroughly. B. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion." While onsite the technician counseled facility personnel on the proper use and operation of their v-pro max 2, specifically on wearing the proper ppe and properly drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that one of their employees received a burn after coming in contact with a wet tray that was processed in the v-pro max 2 sterilizer. The employee went to the ER, but it is unknown if medical treatment was administered.